Event description:
The customer reported to olympus, the high definition autoclavable camera head screen was blurry, distorted, and also had loss of image. The issue was found during procedure, and the therapeutic procedure (ear, noser, and throat) was completed with a different device (electrosurgical knife). There was a five-minute delay in the procedure; however, there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation information supplied by the manufacturer. Please refer to the following sections for the new information: d8, h3, h4, h6 the device was returned to olympus for evaluation and the customer's allegation of distorted, blurry image was confirmed due to flooding of the cables. Additionally, other evaluation findings include the following: no image. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity be observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. The most probable cause of the complaint could not be established. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the high definition autoclavable camera head screen was blurry, distorted, and also had loss of image. The issue was found during procedure, and the therapeutic procedure (ear, nose, and throat) was completed with a different device (electrosurgical knife). There was a five-minute delay in the procedure; however, there were no reports of patient harm.

Manufacturer narrative:
E1 facility name - (B)(6) hospital (B)(6) hospital, (B)(6) institute. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.